Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use. Flared damages were seen in the locking mechanism. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. The product was evaluated through manufacturing review. However, the reported event could not be confirmed. The device history records were reviewed, and no discrepancies were identified. A definitive root cause could not be determined, with the information provided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available, at the time of this report.

Manufacturer narrative:
(B)(4).concomitant medical products - nexgen stemmed nonaugmentable tibial component size 4 catalog #: 00598603702 lot #: j6664088 (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the surgeon could not seat the articular surface on the tibial plate during knee arthroplasty. Another articular surface was used to complete the procedure. No adverse consequences were reported as a result of this malfunction.